Manufacturer narrative:
One swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator, consistent with the reported needle insertion difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming skiving within the introducer.